Event description:
Cup impactor broke while impacting cup. Too broke off half way through. Put sponge over top and finished impacting the cup. No delay in surgery. No small fragments generated. Just one large piece broke off if yes, number of minutes: 30 seconds, action taken when event occurred? Took away broken piece and continued impacting, was procedure successfully completed? Yes, were fragments generated? Yes, if yes, were they removed easily without additional intervention? Yes.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Event description:
The top part of the handle broke where we typically strike it with the mallet. I don¿t have the lot number as this was a loaner instrument that was converted to hospital consignment. No adverse events from this instrument breaking. I will try to return it today / tomorrow depending on surgery timing.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.